Event description:
Caller reported a malfunction on the pump, which showed malfunction code 3 and was not resettable. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, confirming no adverse impact on their health. The customer was advised to switch to multiple daily injections as a backup therapy. The customer's pump was no longer in warranty, and an out-of-warranty loaner pump was needed, and the related agreement form was processed successfully, resulting in the shipment of the loaner pump to the customer.